Event description:
On (B)(6) 2016, the reporter contacted lifescan USA, alleging that the usb cable/ac adapter was missing from the product. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.